Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an atrial fibrillation ablation procedure, the message "ep-4 hardware is not responding" was displayed and because of such, pacing could not be applied as planed and the procedure was only completed to the minimum standard. Multiple troubleshooting steps were attempted to resolve the issue, but the issue remained. The procedure was still able to be completed with an emergency stimulation box with no adverse consequences to the patient, but without pacing or post pacing as planned. During further troubleshooting, the media converter was exchanged and the issue was resolved.